Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit was downloaded successfully using thump software for reference. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool revealed stuck key alarms on 11/09/2025 02:27:24.000 through 11/09/2025 02:41:53.000, with several alarms noted. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 2.0 received the lowbatteryalert (104) on 11/01/2025 06:21:00 after more than 7 days at 19.88 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement test, and self-test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with normal operating currents. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. No damage noted to keypad assembly or the keypad traces. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customers allegations of failed batt test and battery lasts less than expected were not confirmed. Based on battery duration failure analysis instruction, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Allegations of keypad anomaly were also not confirmed when all the buttons were responsive during testing and no damages were noted on the keypad traces. Unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported that, on occasion, batteries would last less than seven days, the pump had rejected new batteries twice, and the buttons were harder to press. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the keypad anomaly, and the the serialized device be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.